Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU):the instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The heartware hvad instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. *this is one of five reports (3007042319-2014-04056 and 04059) submitted for devices related to the same event.

Event description:
It was reported by the physician that the patient was experiencing "electrical fault" alarms six days post lvad implant procedure. Log files were sent. The manufacturer's clinical engineer recommended a driveline connector cleaning procedure per fs0008 rev 03 to remove dust and particles from the driveline connector. The controller was exchanged and the driveline extension cable was removed. The total approximate pump off time was two minutes. The patient was reported to be in good condition in the intensive care unit. Investigation is ongoing.

Manufacturer narrative:
A review of the device's sterility report (report #(B)(4)) confirmed that the product was certified as sterile and non-pyrogenic. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The driveline cable, (B)(4), and the controller, (B)(4), were not returned for evaluation. Review of the manufacturing documentations confirmed that the associated driveline cable and controller met all requirements for release. On-site inspection of the driveline connector and controller confirmed the contamination by foreign material of the driveline cable connector. In addition, the reported "electrical fault alarm" event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms for reported event date. The manufacturer has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. The most likely root cause of the electrical fault alarm is contamination by foreign material as observed in the field. This is one of two reports (3007042319-2014-04056 and 04059) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2014-04056 and 04059) submitted for devices related to the same event.